Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an unresponsive sleep/wake button on the pump, despite feeling haptic feedback when touching or holding the button and after education to tap slowly and precisely on the top indent of the screen. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and user education with guidance to capture a video if the issue recurs. Investigation of this case revealed that the device produced vibration feedback consistent with a functioning sleep/wake mechanism, suggesting intermittent or user-interface sensitivity rather than a confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce a definitive malfunction.